Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was taken to the hospital due to high blood glucose of 700mg/dl. It was stated that on (B)(6), the customer ate 120 grams of carbohydrates for lunch and took 12.0 units of insulin. In the afternoon, he felt sick and his glucose was about 500mg/dl. The customer checked and noticed that he was disconnected. Then the customer changed the catheter and gave 5.0 units for correction with the insulin pump. Late in the evening his glucose went up and he attempted to correct with a pen, but it was broken. The customer felt very sick and was vomiting. It was stated that he was treated by infusor and his glucose level was ok next morning. It was mentioned that it was not possible to prime and insulin was squirting out during manual prime. No numbers on the screen were showing and no beeps were heard. No further information was provided.